Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8784, serial (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gablofen and bupivacaine (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. Other medications the patient was taking at the time of the event were not available. The date of the event was (B)(6) 2018. It was reported the patient experienced increased spasticity. The patient fell a couple of months ago but could not provide an exact date. A dye study was attempted but the physician could draw from the catheter access port (cap). No interventions or actions were taken to resolve the issue. The issue was not resolved. Surgical intervention was planned but was not scheduled. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient experienced increased spasticity in their lower limbs. A dye study was attempted but failed due to inability to draw anything back from catheter access port (cap). The issue was unknown. The physician referred the patient to another physician for evaluation. No further surgical information was available. The issue has not been resolved. The products will be returned to the manufacturer after the surgical procedure. No further information was available.